Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 14 in the mouth, the implant had not yet achieved osseointegration in type IV bone. The site was grafted. Clinician reports pain, mobility and poor bone quality/quantity. There were no reported post-operative complications.

Manufacturer narrative:
The device was not received by the manufacturer. Exemption number: e2015015.

Event description:
The clinician reported that 1 month after the dental implant was placed in (B)(6) site 14 in the mouth, the implant had not yet achieved osseointegration in type IV bone. The site was grafted. Clinician reports pain, mobility and poor bone quality/quantity. There were no reported post-operative complications. (B)(4)